Event description:
Consumer reported complaint for lo and low blood glucose test results. The customer is concerned with test results from results obtained of lo and 69 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 02/26/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 19-apr-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Sections with additional information as of 20-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.